Manufacturer narrative:
Evaluation of the returned pod packing coil confirmed that the embolization coil was detached, and the embolization coil had offset coil winds. Evaluation revealed that the pusher assembly was kinked, fractured and the pull wire was retracted out of the pusher assembly distal tip. If the device is advanced against resistance, damage such as offset coil winds, kink and a subsequent fracture on the pusher assembly may occur. The fracture likely contributed to the pull wire retracting from the pusher assembly distal tip and causing the embolization coil to detach. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed additional kinks and an additional fracture on the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil, a pod packing coil (packing coil), and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician successfully implanted one pod coil into the target vessel using the lantern. While advancing the packing coil through the lantern, the physician experienced resistance and the packing coil became stuck within the mid-shaft of the lantern. The physician then kinked the pusher assembly of the packing coil and the coil unintentionally detached. Therefore, the lantern containing the packing coil was removed. It was reported that the packing coil was flushed out of the lantern on the back table. The procedure was completed using another packing coil and the same lantern. There was no report of an adverse effect to the patient.